Manufacturer narrative:
(B)(4) concomitant medical product: unknown femoral component catalog # unknown lot # unknown, oss poly femoral bushings catalog # 150477 lot # 945790, oss tibial poly bearing catalog # 150410 lot # 026550, oss reinforced yoke catalog # 150479 lot # 933910, oss axle catalog # 150480 lot # 164390. Biomet patella catalog # 11-150842 lot # 652610, oss diaphyseal segment catalog # 150468 lot # 282380, oss stem catalog # 150365 lot # 646770, oss tibial baseplate catalog # 150423 lot # 150700. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02181, 0001825034-2018-02175, 0001825034-2018-02180, 0001825034-2018-02199, 0001825034-2018-02200.

Event description:
It was reported that the patient underwent a left knee revision procedure. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.